Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that it was partially deployed with an undisturbed clip remaining on the carrier tube, inconsistent with the reported experience. Clarification was requested; however, no additional information was provided. There was blood present on the device. The exchange sheath slitting stopped approximately 1/4 inches from the distal end and the thumb advancer was approximately 1/2 inches to the finish window. The catch was still in pre-deployed state. There were no abnormal observations that could prevent the thumb advancer from being fully deployed to complete sheath splitting. The flex-guide and tubeset were intact. The locator wings were open but intact, consistent with post-procedural manipulation. During testing, the device was cleaned, reassembled, and redeployed successfully as designed. Reportedly, the access site was a calcified right femoral artery. The starclose se instructions for use states: do not deploy the clip in areas of calcified plaque. Therefore, the probable cause for the reported experience is related to the operational context in the use of the device. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there were no other incidents in this lot reported for retraction problems for vessel locator wings, improper or incorrect procedure, or the device operating differently that expected.

Event description:
It was reported that a physician, trained in the use of the starclose se, attempted arteriotomy closure of the calcified right common femoral artery after an unspecified procedure. Reportedly, after the clip was deployed and the device was removed, hemostasis was not achieved and manual arterial compression was applied. The vessel locator wings were still in the open position. There was no adverse patient sequela. Though requested, no additional information was provided.